Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
The 8mm monopolar curved scissors (mcs) instrument was an incidental return with an unspecified malfunction. Intuitive surgical inc., (isi) followed up with initial reporter and received the following additional information: the unspecified malfunction occurred during a procedure. The procedure was completed robotically. There was no injury to the patient. No individual parts/fragments fell into the patient's body. There was a delay of a few minutes.